Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder misplaced, it was out of corpora. This cylinder was shredded so there was a fluid loss. A surgical procedure was performed to replace with the left cylinder inside the corpora. There were no patient complications.